Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the motor was running continuously. The repair technician reported the contact plate was cracked, the contacts were blackened, and the housing was damaged during disassembly. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #006095), contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor on parts: 005186/005373 would not stop running when the battery was attached. On part 004780, the middle button of the hand piece for battery powered driver was reportedly not working. Parts: 003442/004633/004536 were reportedly running at suboptimal speed / grinding gears. There are 6 devices in this complaint. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient involvement additional product code: gxl device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot #005186 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on 18-may-2015 and reported the device is inoperable, will not turn off. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable, will not turn off. The manufacture date of this item is 7-jun-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.